Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a fire occurred during a procedure where this device was used. A flash fire occurred when the surgeon applied cautery, resulting in a second degree burn to the patient upper lip and nose. The eyelashes and eyebrows on the right eye were also singed off with a soot coating within both nares. The patient was transferred to the burn center, where they were evaluated and discharged within the same day. No specific cause of the fire was found. The prep was allowed to dry completely, and the oxygen was turned off prior to application of cautery.

Manufacturer narrative:
Additional info: evaluation summary: this report is based on information provided by the service center. One force triad generator was returned for evaluation. The returned sample met specification as received by manufacturer. A visual inspection of the generators exterior found no obvious issues. The customer reported that the device was in use during an intra-op surgical fire. The reported condition was not confirmed. The inv estigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.